Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4). Needle detached.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted into the patient on (B)(6) 2013. According to the complainant, during the implantation procedure, when the capio device with the uphold was fired through the patient's sacrospinous ligament, the needle/bullet on the end of the suture became detached from the uphold device. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event.